Event description:
It was reported that the tip broke off in the shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off in the shoulder.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was returned with the unit. The returned unit was visually inspected without magnification. An excessive amount of scratch wear marks were observed on the ceramic, lumen and insulation concentrated on the front the probe and below the electrode cavity. The electrode is detached from the tip and was returned with the unit, please refer to attached pictures. The unit¿s activation history could not be retrieved for investigation purposes since the e-prom was not returned for evaluation. The communication cable and connector that contains the e-prom, as well as the suction tube was cut and not returned with the unit. The returned unit could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, which is warned againt in the user instructions for the serfas energy probes family. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.